Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as the lifevest rubbing on an incision from a previous procedure causing the incision to reopen and pus. There was no alleged device malfunction contributing to the irritation. The patient¿s wife is a nurse and provided care for the skin irritation. Follow up indicated that the skin irritation improved.